Event description:
Op 04/23/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's left groin with hemostasis successfully achieved. The pt was discharged home later that day. However, the following day (04/24/1998) the pt returned to the hosp with complaints of radiating pain in his procedure leg. An ultrasound was performed which identified the presence of a 7.7cm pseudoaneurysm. According to the inserting physician, a vascular surgeon was able to successfully seal the pseudoaneurysm with use of an injection of thrombin at the site. As of 05/26/1998 there has been no further report of complication or pt sequelae made to the MFR.